Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with a pressure spike at five days post op. The surgeon reported there no issues with the implanted device and patient only stopped glaucoma drops in the operative eye. The surgeon reports that the patient's pressure has gone back down after being treated with diamond and drops. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There was no mention of intraoperative complications, postoperative removal of ophthalmic viscoelastic (which is associated with elevated intraocular pressure [iop] in the immediate postoperative period), or cite device failure. Possible root cause is that elevated iop post-device implantation is a known risk of the procedure, which is presented in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).